Event description:
The technician alleged the bed had a loss of ground. No pt impact.

Manufacturer narrative:
The technician found the ground screw in the power cord plug was stripped. The power cord plug was replaced, resolving the issue.